Manufacturer narrative:
B3: december is the reported month of the event, but exact date not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated through testing. The probable cause is the defective downstream occlusion(dso) sensor. The dso sensor was replaced.